Manufacturer narrative:
According to the customer on (B)(6) 2026, I placed two bandages on my arm before going to bed, I woke up seven hours later to find two burnt areas on my arm where the two bandages had been placed. I went to my care provider and received two prescriptions to cover the pain, reduce the swelling, and prevent infection. One area is 98 percent healed. The second area is still scared. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2026, I placed two bandages on my arm before going to bed, I woke up seven hours later to find two burnt areas on my arm where the two bandages had been placed.